Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk. The insulin pump was received with missing end cap sticker. The insulin pump was received with minor scratches on lcd window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had drive support cap anomaly. Customer's blood glucose was 165 mg/dl. The customer stated the drive support cap is loose. The customer was advised to revert to backup plan. The customer insulin pump is oow, a cot pump will be sent to customer.